Manufacturer narrative:
The reported complaint of "when the prime switch of the thermogard console (sn: (B)(6)was pressed, the display screen didn't show that the button press was registered, and the pump rotor did not turn" was confirmed during visual inspection and functional testing. The root cause of the reported issue was loose screws on the pump rotor lid, most likely attributed to user mishandling. During visual inspection, it was noted that the screws of the pump rotor lid were loose which lead to improper alignment of the pump lid magnets. Consequently, the pump rotor lid could not be properly closed, and the prime switch was unable to function; thus, confirming the reported complaint. The screws were tightened to remedy the issue. The event log review showed no significant discrepancies. Unable to perform functional testing as the thermogard system failed to recognize that the pump lid was closed and the prime switch had become disabled; thus, confirming the reported complaint. After the screws on the pump rotor lid were tightened, the pump lid was able to close, and the pump lid magnets were properly aligned with a correct magnetic coupling. Subsequently, the prime switch was able to function as intended, and the thermogard console passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for the thermogard console with serial number (B)(6).

Manufacturer narrative:
Zoll has not yet received the thermogard console in complaint for investigation. A supplemental report will be filed if, and when the product is returned and investigation has been completed.

Event description:
During preparation for ivtm therapy, when the prime switch of the thermogard console (sn: (B)(4)) was pressed, the display screen didn't show that the button press was registered, and the pump rotor did not turn. No alarms or error messages were observed. The treatment was completed using an alternative method. No consequences, or impact to the patient.